Event description:
It was reported that when the customer intubated the product into the patient, leakage of air from the cuff was observed. It was reported that there was no patient injury.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) used device was received for investigation. The reported issue was confirmed during visual inspection when the cuff was observed to be torn. Due to fact that cuff leaks were not observed prior use the investigation attributed the root cause of the condition to an issue during use due to contact with a sharp edge. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. No actions have been taken at this time.